Event description:
It was learned through implant patient registry that a patient with a 27mm 7300tfx mitral valve implanted in the tricuspid position, was explanted after an implant duration of approximately 8 months due to unknown reason. The explanted valve was replaced with a 25mm 7300tfx valve. The patient was in recovery post-surgery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 27mm 7300tfx valve, implanted in the tricuspid position, was explanted after an implant duration of approximately eight (8) months due to endocarditis with vegetation. The explanted valve was replaced with a 25mm 7300tfx valve. Per the medical records, the patient presented with endocarditis after returning to IV drug use. Intraoperative tee showed a large mobile vegetation involving all cusps of the tricuspid valve. After the valve was explanted, a ventricular septal defect was noted. This was closed with a bovine pericardial patch with good result. As the patient was warmed, the patient was in third degree heart block and a permanent epicardial pacemaker lead was placed. Post-bypass tee confirmed excellent valve function without perivalvular leak. The patient was transferred to the cvsu in stable condition.